Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of company ophthalmic viscosurgical device (ovd) as a viscoelastic which is not qualified for use with the associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the complainant states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An account manager on behalf of the facility reported broken haptic. The event occurred during intraocular lens (iol) implantation procedure. Based on additional information received, it was the trailing haptic that broke off, during the implantation of the iol into the patient's eye. Consequently, the surgery was completed by removing the iol during same procedure. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.